Manufacturer narrative:
The pacemaker was returned for analysis. First, the manufacturing process of the pacemaker was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In a first step, the pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values in eri mode, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The pacemaker underwent a status interrogation. The implant switched to the battery status eri in (B)(6) 2020. The memory of the pacemaker was then analyzed, especially the battery history. The battery was not discharged, and the power consumption was normal. The battery status eri was then successfully reset. Subsequent interrogations showed the battery status ok as expected. A stress test under varying temperature conditions confirmed proper behavior of the implant. The analysis of the device data showed that the implant was programmed with high-current parameters (7.5 v at 1.5 ms) on (B)(6) 2020 and activated the battery status eri for that reason. In general, a remaining operating time of at least 6 months is ensured for the period from eri to eos for safety reasons, independent of the programmed parameters. In the case of very high pacing amplitudes, a very large share of the battery capacity must therefore be reserved. This can lead to activation of the eri status. The user is informed by a message at the programmer that the pacemaker would switch to eri immediately with this parameter combination. If the programming is confirmed, the battery status eri is activated. The eri status cannot be reset by reprogramming. In summary, the analysis showed that the battery status eri was not triggered by an actually discharged battery but due to a device programming in the high-current program. After resetting the battery status eri, the implant proved to be fully functional. The capability to provide therapy was never compromised.

Event description:
Loss of capture and battery depletion were reported approx. 37 months after implantation. The pacemaker and leads were explanted and replaced by a new system.